Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as on the patient's back near the elastic band. The irritation was reported as broken skin from back and infected. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed clindamycin, an oral antibiotic. Follow up indicated the irritation improved.